Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy during a device change out procedure. The electrical function of the lead was normal. The lead remains implanted and the asymptomatic patient was stable post procedure.